Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Trend analysis: no trend has been identified. Event description: it was reported that the patient was implanted on the left side on (B)(6) 2011 and revised on (B)(6) 2019 due to femoral periprosthetic fracture. Review of received data: operative report was received. Patient was suffering from osteoarthritis in the left hip due to which he consented for total hip arthroplasty. Operative findings showed severe femoral head arthritis along with severe acetabular arthritis. Later on, in jul 12, 2019 a periprosthetic left femur fracture with loose femoral stem was diagnosed. The stem had subsided by significant amount. The femoral fracture was more than that anticipated by the x-rays. Cerclage cables were used to reduce the fracture. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Conclusion: it was reported that the patient was implanted on the left side on (B)(6) 2011 and revised on (B)(6) 2019 due to femoral periprosthetic fracture. In vivo time of device is 8 years. It is highly likely that the head did not contribute to the event as the issue is more stem/femoral bone related. The investigation results did not identify a non-conformance or a complaint out of box (coob). However, based on the available information, we were not able to identify an exact root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00476.

Manufacturer narrative:
The manufacturer did not receive x-rays for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to femoral periprosthetic fracture.